Manufacturer narrative:
Findings: unit received with white screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform functional test or confirm missing segments due to display anomaly. Unit received with scratched around casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and kept on alarming. The customer stated the insulin pump had been dropped. They took out the battery but it kept on beeping. The customer¿s blood glucose level during the incident was 114 mg/dl. The insulin pump did not show signs of damage. They performed a self-test. The customer stated they saw missing segments during the self-test. The device will be replaced and returned for analysis.